Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing transmitted device data, noise and undersensing were noted on the device due to loss of contact between the device and cardiac tissue. Technical support was contacted, and indicated that allowing the device pocket time to heal will resolve this event. No intervention was performed, and the device will continue to be monitored. The patient was stable with no adverse consequences.